Event description:
The circumstances surrounding the incident begin as the firefighters were checking the equipment in the ambulance identified as ambulance #44. During the check it was determined that the d cylinder that had the regulator attached was empty. The firefighter then changed to a full cylinder. With the regulator assembled to the new full tank, the cylinder valve was opened, there was a pop sound and then the firefighter saw a blue flame and a spark. No actual fire was sustained and no injuries occurred or damage to any equipment other than a burned residue around the brass insert on the regulator. There were no injuries associated with the incident.